Event description:
The facility's materials manager reported an infusion pump with no down stream occlusion alarm. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. A follow up with the biomedical engineer revealed that the pump displayed a failure code 2n during patient use. They stated there was no patient injury or medical intervention. The biomed stated that when they tested the pump it did not display the failure code 2n but, there was no down stream occlusion alarm.